Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, a piece of the handpiece and the blade broke off from the instrument during the colpotomy against a metal uterine manipulator. It came into contact with metallic instrument or object. It was working normally prior to disengagement of the piece. The broken off piece was retrieved without any additional intervention such as x-ray. A new device was opened and the procedure was finished. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.